Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (1500 mg/dl) with diabetic ketoacidosis. Suspected cause was user did not load the cartridge. Customer was treated with intravenous insulin drip. Customer was discharged on (B)(6) 2019 with the issue resolved. Review of pump data by tandem technical support showed no cartridge load/change issues during the reported timeframe. However, pump data showed that user input blood glucose values 188 mg/dl to 250 mg/dl vs reported 1500 mg/dl. Reportedly, customer does not use the continuous glucose monitor with the pump. During follow up, it was reported that the customer met with diabetes educator (cde) at healthcare office. It was the opinion of the cde that customer missed meal boluses; however customer alleged that the pump does not deliver boluses. Customer was willing to review pump /site insertion and troubleshooting. Follow up from cde and healthcare provider indicate that customer is not a candidate for pump and customer discontinued insulin pump therapy. Customer reported eating 'a lot of snack cakes and soda pop stored in her car' prior to hospitalization.